Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the photograph, the tubing was observed separated from the luer lock. The reported condition was verified. The reported condition was verified. Due to the nature of the sample, no further testing can be performed; therefore, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Age of the patient was reported as "around (B)(6) years old". Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set separated. The event was further described as when the device was connected to a unknown syringe and unknown tubing set, the "bifuse separated at the one-link cap". The event occurred when connected to a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.